Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation (incorrect assembly). The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because instruction for use could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the extension tubing customer received was curled and would not stay straight. It did not allow the urine to drain in the night because it would not stay straight. Customer also stated they used to receive the straight extension tubing but now received the curled one and it was not working for them. Per customer via phone on 07sep2023, it was reported that the patient was receiving their medical supplies from (B)(4). The customer had received the extension tube from them for the last nine years, but over the last two years, they had received them curled. It arrived warped and not in a u-shape. No matter how many times they straightens the tube, it would not hold shape. This caused them drain bag to bend at night. When in public, they had several occurrences with the tube protruding near their thigh and pelvic area, caused considerably discomfort. The customer felt this was a manufacturing error, and they would reach out to his vendor for a substitute or alternative as needed. They was merely inquiring as to what bd currently had in their inventory. Once this information has been added to the complaint, no additional information is available, and no physical sample is available.